Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information identified in the manufacture's database indicated the patient died approximately (B)(6) post implant of the implantable pulse generator (ipg). Additional information received indicated the last interrogation of the device the clinic had showed normal function. The patient was not pacemaker dependant and no autopsy was performed. A cause has been requested and not received.